Manufacturer narrative:
(B)(4) d10: 30104007 g7 vit e neutral lnr 40mm g 65454569. 110031013 vivacit-e dm bearing 28x46mm 65055216. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, a patient had initial right total hip arthroplasty. Subsequently, the patient began to experience pain. And underwent I&d one month post implantation for infection. The symptoms did not seem to improve, so after obtaining a different surgeon, the patient underwent the stage I of a two stage revision one year post implantation. During the revision, purulent drainage was encountered, and the acetabular component was found loose. The cultures resulted in staphylococcus aureus, all implants were removed. And a cement spacer was implanted. It is unclear, if stage ii has been completed at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.